Event description:
During passage of the sutures through the torn rotator cuff, the tip of the needle broke. The needle tip was not visualized and appeared to have broken within the rotator cuff tissue itself. The needle tip was not able to be visualized from the subacromial or glenohumeral space. Surgeon was unable to retrieve the broken needle.

Manufacturer narrative:
No product is being returned for evaluation.